Event description:
The patient called the rn to room, and the rn observed mediport huber needle tubing detached at the luer-lock portion, causing medication to spill out onto patient's skin. Patient was not moving around enough to break the tubing. Nurse clinician notified. High does ara-c (cytarabine), a chemotherapy drug, was infusing through the huber needle into the mediport. Stopped infusion right away. Equipment sent for inspection (shpi miniloc 20g x 3/4" huber needle, #0632034). This needle was inserted two days before the event. After removing, a new needle was inserted of the same part number. Two days following the event, this new huber needle broke in the same manner as the original needle. During the second incident, saline was being infused instead of chemotherapy. The tubing detached from the luer-lock portion. It appears that the glue dissolved or was not glued properly because the tubing slid out and did not crack. We have had several incidents of this in the past. The manufacturer (shpi) said that there was a manufacturing change earlier this year, but these two needles came from lots made after the change. So, the manufacturing change may not have solved the problem. Since the packaging was thrown away, I looked in the store room where both needles were taken from. The possible lot numbers are either asrhs019, asrgs029, or asrgs010.manufacturer response for huber needle, miniloc: they have not called me back yet.